Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow up #1 submitted date: 03-apr-2018. On review of the details of the complaint it was determined that on (B)(6) 2018, the reporter contacted animas, alleging that the paint on the pump case was chipped and peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is not reportable because there is no impact on insulin delivery function and no delay in treatment. Complaints of peeling, chipping or scratches do not affect the pump's ability to deliver insulin as programmed.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from threads to case seal left of grip pad.